Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent inadequate apposition occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left coronary artery. A 3.50 x 12 synergy drug-eluting stent was advanced for treatment; however, after the stent was deployed, it was not well apposed. The physician decided to leave the stent in the lesion and placed another stent to complete the procedure. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluation by MFR: synergy ous mr 3.50 x 12 mm stent delivery system was returned for analysis. The stent was not returned as it was implanted during the procedure. The balloon was returned in a deflated state as the stent was deployed during the procedure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found the mid-shaft was stretched and the port-bond site was damaged. No other issues were identified during the product analysis.

Event description:
It was reported that stent inadequate apposition occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left coronary artery. A 3.50 x 12 synergy drug-eluting stent was advanced for treatment; however, after the stent was deployed, it was not well apposed. The physician decided to leave the stent in the lesion and placed another stent to complete the procedure. No patient complications were reported and the patient was doing well.